Event description:
The pt reported she does not believe her insulin infusion device is properly delivering insulin. She stated, she had a blood glucose reading of 402 mg/dl with her normal range being 80-120 mg/dl. She said her symptoms were thirst, headache and frequent urination. She stated she corrected her blood glucose by bolusing insulin with a syringe. The pt stated that at a routine doctor visit yesterday the doctor suggested she switch to her backup infusion device. She said she has been rather noncompliant with her diabetes care program, and the doctor wanted her to start monitoring her blood glucose more closely. The pt stated she switched to her backup infusion device and her blood glucose levels are now normal. Troubleshooting did not find any issues with the product. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.